Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer blood glucose reading was 8.5 mmol/l. Troubleshooting was performed. The insulin pump had not physical damage. However, the insulin pump was unresponsive. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on the electronic assembly. Unable to perform functional testing due to blank display.